Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services was consulted and recommended device replacement. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.